Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500 mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He flashed the new software version but this triggered a new error message thus, he removed the clamp from the system and re-installed it again. After that, the clamp was working properly again with no further issues shown. However, under customer request, the clamp was replaced with a new one. The affected device was requested back to the manufacturer site for a detailed investigation. Results revealed that no deviations could be detected and that the failure could not be reproduced. The root cause remains unknown. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620 mm triggered an error message during the procedure. There was no report of patient injury.